Event description:
The infection control coordinator of hospital reported to neucoll, inc. The details of 2 confirmed cases of methicillin-resistant staphylococcus aureus (mrsa) infection following spinal fusion surgery using collagraft strip 6x lot 68605100. Both pts presented with symptoms of infection and were readmitted to the hospital about 30 days post surgery. Mrsa was isolated from their incision wound and blood cultures. Both were discharged and remain on long term vancomycin antibiotic treatment. Other pts at this hosp underwent spinal fusion surgery within a one month period in 2001 in which this lot of collagraft was used. There remains no confirmed evidence of infection in any of these other pts at the time of this report.